Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m006814qdm has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). No failure modes were observed upon visual inspection of the plug assembly. The sensor was further invested to de-cased sensor and replaced battery. The current was applied to the sensor to perform accuracy testing while in the test fixture; but the results were no within spec. Replaced application specific integration circuit (asic) with known good. Reprogrammed and activated sensor. Data was extracted and the results were within specification indicating the asic was not functioning correctly. Extended investigation was also performed, and determined the faulty asic could not have led to the readings complaint as the sensor was returned with a life count of zero. Which indicates the sensor terminated immediately upon activation and the customer did not receive any glucose reading while wearing the sensor. Therefore, issue is not confirmed due to the sensor returned with zero life count. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.